Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was damaged and some brown stuff got into it. The previous insulin pump has been replaced. The blood glucose reading is 186 mg/dl. Customer reported leaking reservoirs. Customer declined to troubleshoot the leaking reservoirs. Nothing further reported.